Event description:
The reporter state that the device result was 209 mg/dl compared to a lab result of 110 mg/dl during a doctor appointment. No treatment occurred. The device was replaced and requested to be returned for evaluation.